Manufacturer narrative:
This is one of one final MDR report for this complaint. No analysis could be performed because the device was not returned. A review of the manufacturing documentation associated with this lot (lot# 1429999) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is follow-up 2 MDR report submitted for this complaint. Event description updated. Concomitant medical products: echelon microcatheter, unknown coils (manufacturer unknown). (B)(4).

Event description:
As reported by a health care professional, this patient underwent stenting procedure using enterprise stent (lot# 1429999) on (B)(6) 2011 without any complications and on the following dates suffered adverse events: (B)(6) 2011 ¿ subarachnoid hemorrhage (sah) & embolic stroke, (B)(6) 2011 ¿ left arm numbness, weakness, nausea/vomiting, (B)(6) 2012 ¿ acute right intraparenchymal hemorrhage and (B)(6) 2015 ¿ headache, right arm. The target aneurysm was reported to be unruptured and located at the right posterior communicating artery. The aneurysm size was reported to be 8.5mm x 8.5mm x 6.0mm, with a wide neck and the distal and proximal diameter of parent artery was 3.7 mm and 3.5mm respectively. Prior to the index procedure patient was reported to be neurologically intact. There were no intra-operative complications or reports of products malfunctions. The stent fully expanded upon deployment, apposing the vessel wall and patent; there were no coils (unknown manufacturer) protruding into the parent artery. The patient had routine follow up exams performed, cerebral angiogram (ca) and magnetic resonance imaging/angiogram (MRI/mra). 3 days post coiling on (B)(6) 2011 patient presented with headache/retro-orbital pain, vomiting, nausea and photophobia. CT demonstrated ipsilateral cortical subarachnoid hemorrhage (sah) remote from aneurysm. MRI demonstrated a number of small embolic appearing strokes. Sah and subsequent headache was the cause of her visit and workup. Coil mass was reported be fine and the stent was patent. Patient was reported to be stable on discharge. Follow-up cerebral angiogram (ca) on (B)(6) 2011 showed minimal coil compaction into dome of the aneurysm, the patient was recommended magnetic resonance angiogram in 6 months. On (B)(6) 2011 patient presented with transient left arm numbness, weakness, nausea, vomiting. CT showed no stroke and electroencephalogram (eeg) was normal. Patient underwent recoiling without any complications on (B)(6) 2012. Patient presented with headache and elevated blood pressure on (B)(6) 2012. CT confirmed acute right intraparenchymal hemorrhage. Recoiling of remnant of previous aneurysm was performed on (B)(6) 2012 without complications. Ca on (B)(6) 2013 showed very minimal compaction. Ca on (B)(6) 2015 showed a stable aneurysm and a stable stent and coil construct. On (B)(6) 2015 the patient had a fall and hit her head. The patient presented to the ER with complaint of head ache and right upper extremity weakness/numbness. Computed tomography scans were negative. The patient outcome is unknown, reported to be living. There were no additional medical interventions or medications required. The product is not available for analysis.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(6). (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, the patient underwent stenting procedure using enterprise stent (lot# 1429999) on (B)(6) 2011 without any complications. The target aneurysm was reported to be unruptured and located at the right posterior communicating artery. The aneurysm size was reported to be 8.5mm x 8.5mm x 6.0mm, with a wide neck and the distal and proximal diameter of parent artery was 3.7 mm and 3.5mm respectively. Prior to the index procedure patient was reported to be neurologically intact. There were no intra-operative complications or reports of products malfunctions. The stent fully expanded upon deployment, apposing the vessel wall and patent; there were no coils protruding into the parent artery. The patient had routine follow up exams performed, cerebral angiogram (ca) and magnetic resonance imaging/angiogram (MRI/mra). Three days post coiling on (B)(6) 2011 patient presented with headache/retro-orbital pain, vomiting, nausea and photophobia. CT demonstrated ipsilateral cortical subarachnoid hemorrhage (sah) remote from aneurysm. MRI demonstrated a number of small embolic appearing strokes. Sah and subsequent headache was the cause of her visit and workup. Coil mass was reported be fine and the stent was patent. Patient was reported to be stable on discharge. Follow-up cerebral angiogram (ca) on (B)(6) 2011 showed minimal coil compaction into dome of the aneurysm, the patient was recommended magnetic resonance angiogram in 6 months. On (B)(6) 2011 patient presented with transient left arm numbness, weakness, nausea, vomiting. CT showed no stroke and electroencephalogram (eeg) was normal. Patient underwent recoiling without any complications on (B)(6) 2012. Patient presented with headache and elevated blood pressure on (B)(6) 2012. CT confirmed acute right intraparenchymal hemorrhage. Recoiling of remnant of previous aneurysm was performed on (B)(6) 2012 without complications. Ca on (B)(6) 2013 showed very minimal compaction. Ca on (B)(6) 2015 showed a stable aneurysm and a stable stent and coil construct. On (B)(6) 2015 the patient had a fall and hit her head. The patient presented to the ER with complaint of head ache and right upper extremity weakness/numbness. Computed tomography scans were negative. The patient outcome is unknown, reported to be living. There were no additional medical interventions or medications required. The product is not available for analysis.